Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Additionally, there were observations of high out of range pacing impedances measuring greater than 2500 ohms from five years ago. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).